Event description:
On 6/24/93, bilateral breast augmentation with mcghan saline textured implants. On 9/21/98 pt noticed a change in size and shape of right breast. On 9/22/98 physical exam revealed obvious asymmetry with right breast: ptotic and smaller than left breast and deflated implants could not be felt. On 9/29/98 pt underwent removal of deflated right breast implant and right breast augmentation. Implant was removed intact.